Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed as tissue was observed in the device. It was reported that this was a mitraclip procedure treating severe functional mitral regurgitation (mr), grade 4. Reportedly, it was difficult to deliver the super stiff guide wire and unspecified guiding catheter to the left upper pulmonary vein, requiring several attempts. Once placed, the steerable guide catheter (sgc) was advanced to the left atrium smoothly. One mitraclip was implanted on the anterior 2 (a2) and posterior 2 (p2) leaflets, without reported issues, reducing the mr to grade 1 with great hemodynamic improvement. Following sgc retraction into the right atrium, 2.5-3.0 cm of very thin and membrane-like mobile tissue was noted in the right atrium, on the superior side. The physicians determined the structure was not thrombus and was tissue. Following sgc removal from the anatomy, the sgc was flushed and a piece of tissue was found. Reportedly, there was no tissue noted on the clip delivery system or implanted clip. No treatment was provided and hospitalization was not prolonged. On (B)(6) 2018, the patient was discharged from the hospital in good condition. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). Correction: unchecked product problem checkbox; there was no device malfunction. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. It should be noted that the reported patient effect of tissue damage, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of tissue damage appears to be related to difficulties inserting the stiff wire. There is no indication of a product quality issue with respect to manufacture, design or labeling.